Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
(B)(4). It was reported the patient¿s back coverage wasn¿t the way it needed to be since his back surgery over a year ago. The manufacturer representative programmed the patient last week, but it was still not quite right. It was reported the patient was going to continue to work with the health care provider and the rep. Additional information received reported the cause of the event was due to two lumbar surgeries in 2013. It was noted the patient has had multiple reprogramming sessions. It was reported the event did not require hospitalization.